Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jul-2022: quality safety evaluation of product technical compliant. 04-jul-2022: summons received: lawyer was added. Fu 4 & 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. He01153). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Lot number: he01153. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: summons received. Product lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("medical device removal / pain / chronic pain") in an adult female patient who had essure inserted (lot no. He01153). Additional non-serious events are detailed below. The patient had a medical history of arthroscopy, osteotomy, anxiety depression, asthma, heavy periods, dyspepsia, epigastric pain and ruq pain. Previously administered products included: depo provera for amenorrhe. Concomitant products included morphine since 10-dec-2020, tramadol since 09-dec-2020 and zoladex (goserelin acetate) since 09-dec-2020. On 09-mar-2016, the patient had essure inserted (intra-uterine). Essure was removed on 06-dec-2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (total abdominal hysterectomy nec robotic bilateral salpingoophorectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure administration. The reporter commented: 3 coils right and 3 coils left. Transvaginal ultrasound examination of female genital tract (17jun2016) unspecified diagnostic endoscopic examination of uterus (09mar2016). Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on 21-jun-2016: no significant abnormality except for minor diffuse disc bulges at l4/5 and l5/s1. At l5/s1 there is mild disc bugle which is in contact with the exiting left l5 nerve root without displacement. No concerning appearances otherwise [pregnancy test urine] (date unknown): negative [ultrasound abdomen] on 11-jul-2017: normal ultrasound appearances of the liver, pancreas, kidneys and spleen; on 17-aug-2020: gallstones ultrasound appearances of liver suggestive for mild fatty infiltration [ultrasound scan] on 17-jun-2016: correctly positioned. [Ultrasound scan vagina] on 17-jun-2016: uterus: normal size, anteverted, mobile. Endometrium thin. Cervix is normal. Ovaries normal. Both essure devices appear ultrasonographically correctly positionned lot number: he01153 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records....abnormal genital bleeding, dyspareunia, psychological disorder added. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling material and process controls at time of release. Trend analyses of complaints are reviewed regularly no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: mr received : reporters information patient medical history and lab data added, event- "medical device removal updated to pelvic pain female" abnormal genital bleeding, dyspareunia, psychological disorder were added, concomitant drugs added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.